Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that this patient with a 7300tfx 27mm valve, with implant duration of five (5) years and 10 months, underwent a valve-in-valve procedure due to severe mitral stenosis (mean gradient 38mmhg) and moderate mitral regurgitation. Successful tmvr was performed with a 9600tfx 26mm valve. There were no complications. The patient was discharged in stable condition on pod #6.

Manufacturer narrative:
Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 7300tfx 27mm valve, with implant duration of five (5) years and 10 months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. Successful tmvr was performed with a 9600tfx 26mm valve.